Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl; however, the contact could not confirm the level. The customer did not have a bg meter to confirm bg level. The customer did not know if the continuous glucose meter was inaccurate or if bg was actually high. The contact instructed the customer to administer 18 units of insulin via injection and go to the emergency room. Although multiple attempts were made by tandem technical support to contact the customer, no additional information was provided.